Event description:
The facility representative reported a colleague volumetric infusion pump with a reported condition of "channel a stop soft key is intermittent." The customer did not know when or at what point in the process this event occurred. No patient injury or medical intervention resulted from the event. No additional information was available at this time.the software version for this device is currently not known.

Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of "channel a stop soft key is intermittent". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.